Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported two suction breaks on a patient's left eye during lasik flap creation. The procedure was completed successfully.

Manufacturer narrative:
The review of logfile confirmed the reported event. The treatments were interrupted by pressing the vacuum pedal on the foot switch by user. The user pressed the right footswitch to turn off the vacuum which caused suction break. The root cause is user handling. The logfile shows no problem with the system. The manufacturer internal reference number is (B)(4).